Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that since (B)(6) 2018 she had to have stimulation up so high to give her therapy benefit that she was feeling pain in her stomach. The patient reported that she met with a manufacturer¿s representative (rep) twice in (B)(6) 2018 to see if he could get stimulation to go to the right leg. The patient reported that she hadn¿t felt stimulation in her right leg since implant. The patient reported that she had an appointment on (B)(6) 2018 to discuss issues with stimulation. Additional information was received from the patient. The patient reported that the day of the trial, a manufacturer¿s representative (rep) was aware that they had to keep adjusting to get the stimulation into her right leg. The patient reported that it was more in the left when they started. The patient reported that the rep was on vacation on her surgery day, so the new rep wasn¿t aware of the problem and explain to the surgeon. The patient reported that she met several times with her original rep without a lot of success, then another rep took over and she had better coverage until 2018 her right leg pain worsened. The patient reported that the pain in the stomach and not getting stimulation in the right leg wasn¿t resolved. The patient reported that her surgery on (B)(6) 2018 would resolve the problems. The patient reported that she was turning up to 10 (4 was highest in the past) all in an effort to reach the right upper thigh on the outside. The patient reported that the stimulation sensation was bleeding over to her left leg in a huge way, but the pain in her right lower stomach is what was really bad. The patient reported that she met with a rep and it sort of helped but not much at all. The patient reported that they scheduled an appointment with their healthcare provider (hcp) so that he could do surgery and resolve the initial issue. The patient reported that in the wait for that appointment, she had bad complications with her pain pump. The patient reported that she was told that one of the stimulator leads could be used for her back pain. The patient reported that she was scheduled for surgery on (B)(6) 2018 to get a new spinal cord stimulator (scs). No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.